Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure that the vio integrated electrosurgical generator unit (iesu) was having an error and the site could not fire energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found repeated 25913 errors. The tse had the customer power cycle the vio iesu and this resolved the errors. The customer was able to continue on with the case. The site's clinical sales rep (csr) contacted the tse at a later time to report that the error persisted and had reoccurred about ten times. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the vio iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported event of u-02 error. The unit failed when it was placed on an in-house system and was run in normal mode. Possible root cause is attributed to a component failure. The unit will be returned to the original manufacturer for repair. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer when the customer called for assistance. Investigation revealed the related system errors: 25913 (iesu error: c-01 - system error). Additional log reviews confirmed that system sk0324 was used on (B)(6) 2022 for a pulmonary segmentectomy procedure. This complaint is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit was replaced after the completion of the procedure due to multiple 25913 errors. Fse confirmed the issue and fa or the generator reproduced the failure due to a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 29-mar-2023, the following additional information was obtained: the integrated electro surgical unit (iesu) was returned to the original manufacturer due to a broken pin found inside of the plug.